Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. Lens tore on insertion into the eye. Lens was removed, no widened incision. One suture used to close the wound. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found lens torn in half. Pieces of plate haptic and pieces of optic torn off and missing. Lens returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).